Event description:
During an lavh procedure, the flare on the cutting forceps detached and fell into the patient. The flare was recovered with no patient harm.

Manufacturer narrative:
The flare was still attached to the shaft of the device. The flare is cracked and the flange of the flare is starting to split apart from the rest of the flare. All of the parts are accounted for; there were no missing parts of the flare. The electrode insulation is also cut due to the jaws being retracted into the shaft with the flare cracked. The dvd of the procedure shows the flare starting to split or crack. The device appears to have been worked hard, moving large amounts of tissue around with the jaws which puts extra force or stress onto the flare. Failure of the flare appears to have been due to the extra stress applied to the jaws of the device by the user during the case. The user caused the failure.